Event description:
Event description cpi received information that this implantable pulse generator (ipg) is indicating ert. The device was left in unregulated voltage for approximately the first year of implant.